Event description:
An attempt to contact the pt was made. At this time, a family member advised that the pt was deceased. Nine days earlier, the pt was in the hosp for issues unrelated to blood glucose. A nurse, from the facility advised that the pt was having difficulty explaining how to operate the device. She requested assistance in gathering info from the device, so that pt could be switched to an insulin drip. Cause of death is unknown.